Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse found that the breath delivery (bd) alarm was not working. The cse verified that the alarm was not working. The cse verified that the alarm was the problem. The cse reported that the customer ordered the part and will complete repair the cse has tagged the unit as do not use. Covidien was not authorized to repair the device.

Manufacturer narrative:
Covidien reference number (B)(4).